Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pgm313 batch number, and no non-conformances were identified. Five unopened samples of product code 635, lot # pgm313 were returned for analysis. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During the surgery, the suture broke under normal conditions. When a doctor was pulling on it, the suture broke. Another like suture was used to complete the procedure. There were no patient consequences reported.